Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic examination of the returned device found that the dac shaft was broken/ fractured at the junction of the grilamid sleeve and the catheter shaft at the proximal end. There were no anomalies noted to the hoop and retaining clip. As per the additional information, there was no damage noted to the packaging. It is probable that the device was damaged as a result of handling of the device during removal of the device from its packaging.

Event description:
The review of the investigation revealed that the distal access catheter (subject device) shaft was broken. There were no clinical consequences to the patient.